Event description:
A report was received that the patient underwent a lead revision due to the lead anchors brushing against the patient's nerves causing the patient to experience a shocking sensation whether the device was on or off. The leads were explanted and replaced with a paddle lead. The patient's ipg was relocated due to discomfort. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: st linear lead, 50cm with pre-loaded 0.014 inch stylet model # sc-1110-02, serial # (B)(4), description: ipg kit (without pull-through tunneler) the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.